Event description:
Same case as: 2134265-2009-05093. It was reported that during a peripheral angioplasty, a device fracture and embolization occurred. The 95% stenosed lesion was located in a 15cm segment of a right peroneal artery. It was also noted that there was a complete right posterior tibial artery occlusion. A 3.0x40mm sterling balloon was advanced to the lesion under fluoroscopic control and inflated to 3 atms for 34 seconds and 6 atms multiple times for a total of 30 seconds. While attempting to remove the device, the device became "snagged" at the right external iliac artery, and subsequently it was noted that a 25cm distal segment had sheared and broken off. At this point the fractured device still appeared to be attached to the guidewire. Under fluoroscopy, it was noted that the two markers of the sterling balloon were visualized in the right common iliac artery. A gooseneck snare was used in an attempt to retrieve the device, but the fractured portion embolized distally into the superficial femoral artery. An angiogram confirmed that the device had then embolized to the above-knee popliteal artery. A second gooseneck snare was inserted and the fractured device was successfully removed. Arteriography confirmed that the procedure was successful and the right peroneal artery remained patent. No further patient injuries or complications occurred. Patient status is satisfactory.